Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 150 mg/dl. Reportedly, customer performed a pump reset to clear the alarm and continued to use the pump for insulin therapy.